Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 668-688 mg/dl, resulting in a "heart attack". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids; nature of fluids was unclear, resolving the issue with no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.